Event description:
Patient reported a seroma and "issues with the protheses". Later, patient reported that "physician has a suspicion that the patient may have breast cancer". Patient later reported "recall", "pain and swelling" and via ultrasound and mammogram "radial folds", "isolated calcifications", and "small granuloma, suggestive of a foreign body granuloma". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ crease/folding of implant: unable to observe since it is not related to the device. ¿ calcification: unable to observe with the provided photos. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ cancer: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported a unknown side seroma and "issues with the protheses". Later, patient reported that "physician has a suspicion that the patient may have breast cancer" ndr. Device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d4, d6a, d6b, g2, h4, h6.

Event description:
Patient reported a seroma and "issues with the protheses". Later, patient reported that "physician has a suspicion that the patient may have breast cancer". Patient later reported "recall", "pain and swelling" and via ultrasound and mammogram "radial folds", "isolated calcifications", and "small granuloma, suggestive of a foreign body granuloma". This record is for the left side. Device has been explanted.